Event description:
It was reported that a caller experienced an issue with the vibrate function of their insulin pump, which did not vibrate as expected. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.